Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event.

Event description:
It was reported that post a coronary drug eluting stenting treatment procedure, a rash occurred. The patient had a taxus express2 drug eluting stent placed approximately 1 year ago. The patient developed an allergic reaction and has a rash. The physician has changed all medications and the patient has been to multiple dermatologists. No additional patient complications were reported. Attempts made to obtain additional information have been unsuccessful.